Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample when tested using vitros tropi es lot 4122 on a vitros 5600 integrated system. A definitive cause of the non-reproducible, higher than expected vitros tropi es result was not established. Based on quality control results, a vitros tropi es lot 4122 reagent performance issue is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 4122. An instrument issue is a possible contributor to the event. A pre-service precision test was not conducted on the vitros 5600 integrated system prior to ortho fe service actions and therefore, an instrument issue cannot be ruled out as the assignable cause of the event. Post-service precision testing was within ortho acceptable guidelines. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Email address for contact office is (B)(4).

Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient sample when tested using vitros tropi es lot 4122 on a vitros 5600 integrated system. Vitros tropi es result of 0.063 ng/ml versus the repeat results of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es result was not reported from the laboratory. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).